Event description:
Event as described by complainant - "anaesthesia provider filled pse for provu because it stopped working during intubation of a code blue patient who had copuous gastric secretions filling the oral cavity after the provu was introduced in the oral cavity. The screen lagged, froze, and when turned on/off again, showed a blue error screen. Full report is in the anesthesia out of or note. After the code, the screen was tested again with a new blade and it worked. We then tested it with water to simulate the patients oral cavity filling with gastric secretions from the CPR. The same eventsoccured: screen lagged, froze, and then showed a blue error screen."